Manufacturer narrative:
H:10 internal reference number: case-(B)(4). H3,h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a tka surgery, using a ns vis adpt guide lgnp kit, the posterior resection on the femur was supposed to be 11.5mm (medial) and 10mm (lateral), it ended up removing 14mm (medial) and 11mm (lateral). Additional, the tibial block didn't fit well, in the end it resulted in having to use a 15mm articular insert instead of the planned 9mm insert. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
D4, h3, h4, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review made by the quality engineering team revealed that the tibia resection depth and segmentation were incorrect. The medial face of the tibia was over segmented. The lateral plateau of the tibia was not fully referenced, resulting in a resection too aggressive by at least 1mm. However, this is a patient-specific device individually designed and tailor-made for a specific customer. The dimensional non-conformity observed is therefore isolated to this single-use product on complaint. The clinical/medical investigation concluded that, the pre-op plan images do not provide insight into the reported event. The patient impact is determined to be the unplanned overly resected posterior femoral medial/lateral condyles and inappropriate tibial block fit which required implantation of a 15mm thick insert during the primary right total knee arthroplasty. Although correspondence indicated the patient¿s outcome was not affected, the event did lead to an increased/unplanned resection depth which required a thicker articulating insert (from the planned 9mm to a 15mm thickness). It cannot be determined with certainty if this would have a negative impact on the patient should a revision total knee arthroplasty be required in the future, as it could potentially alter/decrease implant selection/options. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, as visionaire devices are custom made, a review of the complaint history for this batch is not applicable. This failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for visionaire¿ revealed that if the patient matched cutting block does not perform as intended, use the standard smith & nephew instrumentation to complete the surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.